Event description:
It was reported via a facility medwatch that during a peripheral coronary interventional (pci) procedure, a balloon rupture occurred. The lesion was located in the non tortuous and not calcified left coronary artery, second diagnonal branch. The degree of stenosis was unk. The apex 12mm x 2.00mm balloon was advanced to the lesion and inflated one time at 8atm and ruptured. The inflation time is unk. Another device was used to complete the procedure. No pt injuries or complications were reported. The pt's status is reported as "fine."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.